Event description:
The customer contacted abbott for hemoglobin "syringe fail to home" error messages generated at least eight times from the cell-dyn sapphire hematology analyzer. The customer reported the syringe was cleaned and replaced without resolution. The abbott customer technical advocate assigned an abbott field service rep (fsr) to the customer to resolve the issue. The fsr performed maintenance and assayed 40 pt samples with no errors. Additionally, the fsr verified the cell-dyn analyzer controls were within specs and the issue was resolved. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.